Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/20/2020. H.6. Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that they couldn't draw the plunger properly. The returned syringe was tested and the sample was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula, indicating an adhesive clog in the cannula. A review of the device history record was completed for batch# 9126676. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200822473] noted that did not pertain to the complaint. Process: the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. During the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. The cannula is then re-inserted into the hub with vacuum. The pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. Reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. There were no notifications pertaining to the complaint. No root cause determined.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp plunger would not draw properly. This was discovered during use. The following information was provided by the initial reporter: customer couldn't draw the plunger properly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp plunger would not draw properly. This was discovered during use. The following information was provided by the initial reporter: customer couldn't draw the plunger properly.